Event description:
Patient with history of unstable chf developed complete heart block. External pacer applied, with no capture noted until level increased to iii. Pacer indicated "pacer lead off" without capture a short time later. Unable to obtain capture with this equipment. Patient later expired. Pacer checked by hospital biomed and found to be functioning correctly. Physician felt adequate CPR given during code and pacemaker did not contribute to deathdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: no. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.